Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg fails auto test. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. The ipg was explanted approximately 11 months later as the pt was not happy with the coverage. Follow up on the pt found no further issues reported. The explanted ipg was returned to the manufacturer for analysis. No further information is available.